Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Other observations for the device are: due to deformation of scope (s) s-connector water tightness is lost; adhesive on distal end rubber coating (a-rubber)has a crack; a-rubber has discoloration; due to wear of angle wire, bending angle in up/down/right direction does not meet the standard value; and due to damage on charge couple device (ccd) unit, the image has white dots and the specified resolving power is not obtained. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an image issue observed during preparation for use. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator observed during device evaluation.

Event description:
Addendum feb 24, 2023: customer does not use the maj-1888 brush during reprocessing as is required by instructions for use.

Manufacturer narrative:
There is more information on the device evaluation. Adding a medical device problem code. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device has no repair history. The customer is trained on reprocessing of the device per the instructions for use (IFU), though use of the device is limited. However, customer does not use the maj-1888 brush. The identity of the foreign material in the device could not be determined. Since the customer does not follow the IFU, it is likely that the foreign material remained in the device for that reason. The instructions for use includes the following statements that warn against the issue: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Moreover, chapter 5 reprocessing the endoscope (and related reprocessing accessories) evis exera brush the forceps elevator warns about brushing of forceps elevator as follows: when brushing the forceps elevator and the forceps elevator recess, gently use a channel-opening cleaning brush (mh-507), a single use channel-opening cleaning brush (maj-1339), or a single use combination cleaning brush (bw-412t) and single use soft brush (maj-1888).

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g2, g3, g6, h2, and h10. Reprocessing at the facility is done manually without any automatic endoscopy reprocessor. Other than not using the maj-1888 brush during reprocessing, customer follows all steps of reprocessing as per the instructions for use. Accordingly, there is a possibility of usage of the device with presence of foreign material.